Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. The 27mm closure device was deployed per procedure, however it was noted that the device had an odd shape on fluoroscopy. Transesophageal echocardiography (tee) confirmed that the closure device was in the pericardial space. The device was left in the pericardial space and the cardiothoracic (CT) surgeon was called on standby in the room. The closure device was recaptured from the pericardial space and redeployed properly at the laa ostium. After the closure device was successfully implanted, it was noted that there was a pericardial effusion due to a perforation that occurred during the deployment. Pericardiocentesis was completed to treat the effusion, and the CT surgeon created a surgical window to place a larger drain and remove a clot from the pericardial space. The patient was sent to the intensive care unit (ICU) for observation and was expected to make a full recovery. There were no further patient complications reported.